Event description:
It was reported to bsc/target that during the procedure the gdc 18-fibered vortx shape synerg detection circuit coiled up within the catheter. When attempts were made to remove it, only the pusher wire was extracted. The device detached within the catheter without using the power supply.